Manufacturer narrative:
(B)(4). Date sent 2/13/2024 d4 batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown colon procedure that there were issues taking the device out of the patient. Surgeon turned the knob two times but the device felt like it was stuck taking it out. The anvil came off the device while in the patient. Anvil removed by reconnecting the stapler to successfully remove the device and anvil. Unknown if leak test was preformed. There were no adverse consequences reported. Patient doing fine.